Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 485mg/dl. The customer states they have treated with manual injections. The customer states there was a piece missing form her pump. Troubleshoot was conducted. The device was found to have passed high pressure testing. The customer states the blood glucose levels remained high and did not trust the pump. The customer was advised the pump would be replaced and returned for analysis.